Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was having an unrelated MRI or CT scan. It was reported that the patient had a fall about a week and a half ago which prior to when the patient started to have stimulation issues the day before the call on (B)(6) 2017. It was reported that sometimes the patient gets zapped by the stimulator. Sometimes the patient felt stimulation but then other times they did not feel stimulation at all event when it was set to 220v. It was reported that it felt like stimulation turned off by itself. Normally the patient could feel stimulation while they sat down but it did not do that now. It was reported that since they did not feel stimulation sometimes the patient would cough to check if the device was on and then it would zap then. During the call the patient was not feeling stimulation. The patient programmer was checked during the call and it showed the ins was on. It was reported that all of the patient¿s pain had come back suddenly yesterday. It was reported that the patient had 6 ¿proximity bars¿ which were confirmed to be coupling bars. The patient was wondering if the 6 bars had anything to do with what was going on as the patient thought that the coupling bars represented how far the implant was charged up. Education was done during the call regarding the difference between coupling bars and the display for the ins charge level. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.